Event description:
A customer observed discordant negative vitros anti-hiv 1+2 ((B)(6)) results from two samples collected from one specific patient (sample 1: 0.63 and 0.68 s/c, sample 2: 0.90 and 0.83 s/c) using the vitros eciq immunodiagnostic system, when compared to (B)(6) results predicted using two non vitros assays. The vitros (B)(6) negative results were not reported from the laboratory. However, biased results of the direction and magnitude observed could lead to inappropriate physician action if occurred undetected. There was no reported allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that repeatable, but discordant vitros ahiv 1+2 negative results were obtained from samples drawn from a specific patient. Based on the patient's medical history and testing using two alternate non vitros assays, the vitros ahiv 1+2 results are considered to be false negative. An assignable cause has not been identified. The investigation of the event is ongoing.